Event description:
Balloon was inserted 12/10/96 and on 12/11/96 perfusionist noticed blood in the tubing. Balloon was removed. Pt was doing very poorly. No other iab was replaced per the pt's family. Pt expired due to illness.